Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The distributor reported on behalf of hosp the following: in 2007, during a surgical procedure using the referenced product, the device did not function properly. A replacement catheter functioned properly and the surgery was completed without pt consequence.